Manufacturer narrative:
It was reported that the needle detached and "was lost" in the patient "upon injection." The needle was successfully retrieved "without complications to the patient." Despite multiple good faith attempts, the reporting facility was unable or unwilling to provide any additional information related to the incident. No sample has been returned for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported need for medical intervention to retrieve the needle from the patient, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the needle detached and "was lost" in the patient.